Manufacturer narrative:
(B)(6). Investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing an over delivery of tidal volume. There was no injury.

Manufacturer narrative:
Three attempts to reach customer and obtain further information were not successful. No further information available.